Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 21 mm pericardial valve, implanted in the aortic position, was scheduled for a valve-in-valve procedure after an implant duration of approximately 11 years and 3 months due to valve degeneration leading to severe stenosis and central regurgitation. The tavr is expected to be performed with an edwards transcatheter heart valve. No other details were provided.

Event description:
The tavr was performed with a 23mm edwards transcatheter heart valve successfully. The patient was discharged home on pod #3.

Event description:
Edwards received notification that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 11 years and 3 months due to valve degeneration leading to severe aortic stenosis and central regurgitation. The tavr was performed with 23mm edwards transcatheter heart valve. No other details were provided.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.